Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to another device (onetouch ultra2). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began within 48 hours prior to contacting lfs. The patient reported obtaining blood glucose readings of "4.5 mmol/l" with the subject meter and "2.1 mmol/l" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. During the follow-up call, the patient informed the csr that he manages his diabetes with oral medication (metformin) and insulin (lantus;twice daily). The patient stated that he adjusts the dose of his medication based on meter results. During the follow-up call, the patient denied taking any action regarding his usual diabetes management regimen in response to the alleged issue. The patient reported feeling "hypoglycemic" although was unwilling to confirm the specific symptoms. It is not known if the symptoms developed before or after the alleged issue started. During the follow-up call, the patient claimed he treated himself with juice in response to the symptoms. The patient was unwilling to confirm if his blood glucose was tested at the onset of the symptoms. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs's accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.